Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and failed battery test after multiple battery changes. The customer was assisted with failed battery test troubleshooting. The customer's blood glucose level was 97 mg/dl at the time of the incident. The customer was advised to clear the alarm with esc and act buttons. The customer stated that neither compartment nor spring are damaged or corroded. The customer was advised to insert a battery and to make sure the battery was inserted properly. The insulin pump alarmed failed battery test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No failed battery test alarm or battery out limit alarm noted. Pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.